Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be, and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support, and no issues were identified. Customer changed pump supplies to address the issue, but occlusion recurred. Customer reported not completing the air removal step when filling cartridge with insulin, and sometimes changing only the cannula instead of entire infusion set. Customer was instructed to change out entire infusion set, and was educated on the proper air removal process per the user guide. Customer's blood glucose was 180 mg/dl.